Event description:
The customer reported fluid overflowed from the wash tower due to vacuum over limit system errors. The customer was advised to wear appropriate personal protective equipment (ppe), and the customer cleaned up the solution. The customer stated approximately a few millimeters of fluid overflowed. There was no report of patient results affected. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse replaced a defective wash tower vacuum valve. The fse did not detect any leaks after the wash tower vacuum valve was replaced. The fse primed vacuum supply lines to verify hardware was operating within instrument specifications. The unit conformed to the manufacturer's performance specifications. The customer has a solution spill risk management plan at the facility.